Manufacturer narrative:
A.5 is unknown. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during impella cp implant, the guidewire became unsterile during placement. A new one was used. No reported patient harm.

Manufacturer narrative:
The investigation for the product damage has been completed. No product was returned and logs are not applicable. The root cause of the guidewire damage was not determined since no product was returned and insufficient clinical details were provided. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-16387 was submitted in accordance with updated procedures.